Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, surgery occurred. Following the placement of three stents emergency open heart surgery occurred. Post operative a sternal infection developed and emergency coronary bypass was performed. Additional information was requested, but has not been provided.